Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. There have been a "couple of instances" when this issue occurred. No adverse event reported. The device lot number was not provided. Return of the suspect device was requested for evaluation.